Manufacturer narrative:
Additional information: b5 and h6.

Manufacturer narrative:
Additional information: b5.

Event description:
New information received notes that over-sensed noise was exhibited by the right ventricular lead.

Event description:
It was reported that oversensing was observed on the right ventricular (rv) lead. The patient was stable.

Event description:
New information received notes that over-sensed noise exhibited by the right ventricular lead persisted. No interventions were reported. The patient was stable.